Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency integrated circuit failed and also other alarms. Customer also indicated that information from the pump could not be downloaded. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for alarm but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the self test, and downloaded properly on the care link software. No alarms or download anomaly noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, and minor scratches on the display window.